Event description:
A hemodialysis user facility has reported an event. It has been reported that access flow line arterial twister portion cracked, and separated with result of patient's blood loss and air entering the system. The facility has been contacted. It has been learned that the pt had completed the treatment with 5 minutes left to go, when the arterial portion of the white plastic dial broke away from the twister device. Reportedly, the pt is fine and did not have any ill effect related to this event. The total blood loss was estimated to 250 ml. The facility did return the blood contained in the venous line. The treatment was discontinued with 5 minutes left to go. The pt has been discharged to home with no further ill effect related to this event. The facility has saved the sample for evaluation.